Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device received with cracked belt clip slot and cracked reservoir tube lip. Device passed the delivery accuracy test at 0.0876 inches. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer alleges insulin pump was over delivering insulin because it was still giving insulin when they had suspend on low. Customer stated that their blood glucose level was 330 mg/dl and they treated with insulin pump and then blood glucose went to the 30 mg/dl. Then customer ate and blood glucose level was 138 mg/dl. After that blood glucose level went to 40 mg/dl and 50 mg/dl then they put it on suspend and blood glucose went to 30 mg/dl. Then they treated with bread and sugar then blood glucose level was 58 mg/dl then it rises to 318 mg/dl and 330 mg/dl. Customer stated that they experienced high blood glucose and took insulin with the insulin pump and dropped low and insulin pump was suspended and they continued to go low. Customer stated that drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.